Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
During surgery of cemented bipolar, after filling the medullary cavity with cement and inserting the implant, the blood pressure dropped and the patient died.